Event description:
Attorney spoke to a cardinal employee at the cardinal facility asking for a copy of the directions for use for an insulated 4 x 6 gel pack. Part number was not known. He said he was representing a chlropractor who had applied the gel pack directly from the freezer onto the pt's bare back and the pt is suing the chlropractor because they received a burn from the gel pack.